Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. A request for the device history review of this lot was made. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a fracture reduction of the left radial cupola on (B)(6) 2013 with a nail and three cortical screws, the drill bit broke. The doctor decided to use two cortical screws and change the direction 1.5mm, and the drill bit broke in the cupola of the patient. The specialist was unable to remove it. A screw was inserted into another site of the cupola. A 1.1mm drill bit was used to try and remove the first bit, and this broke. Osteosynthesis of the cupola was performed with cortical screw 1.3 and screw 1.0 and is closed in layers. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions of the broken drill bits were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that too much mechanical force had been applied during the surgery, for example; too high drill speed, hard bone or possible movement in a slanting position. We are aware that these are very delicate drill bits which require extra caution during use. No product fault could be detected. The article was manufactured according to specifications.